Event description:
Pt had a history of type ii diabetes, chronic renal insufficiency, cad, status post CABG and ptca with stent implant, dvt, chf. Was admitted to hosp with chf and underwent implantation of permanent pacemaker. Develop septic shock after pacemaker implantation, moved to ICU for maintenance on vasopressors, intubation for respiratory support with subsequent death in 2007. Cause of death determined as septic shock. Definitive causality not identified - no active known - signs of infection present at time of admission for chf.